Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2016. The fse found that the blood sampling valve (bsv) aspiration tubing was torn. The fse also found that pinch valve vl62 was defective. The fse replaced the tubing and the valve, which repaired the leak and the errors. The repairs were verified by the fse. (B)(4).

Event description:
The customer reported a leak around the needle assembly of the coulter lh 750 hematology analyzer. The instrument was generating aspiration errors when the leak was noticed. The volume of the leak was about 10 ml and was contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event.